Manufacturer narrative:
(B)(4). Batch r5ag1g. Additional information: stapler proximate tl regular tissue endoscopic blue 3.5x60mm reference # tx60b did not fire during use deep bowel. Open staples removed from operative site. Bowel hand sewed. Investigation summary: the analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sigmoid resection procedure, the tx60 blue stapler was fired across the sigmoid colon. After transecting the tissue with the knife blade and removing the stapler, the sigmoid blew open without any of the staples having been formed. Another stapler was opened and procedure was successfully completed. Patient consequence was not reported.